Event description:
As reported by the pt's family member to nmi's dir of clinical education, the complaint is that the ventilator shut down with no alarm. Family member reports that the nurse-caregiver stated that the ht50 turned off and all of the lights went out with no alarm sounding. Nurse reportedly pushed the on button once and the ventilator came back on again with lights on again. The nurse took the pt off of the ventilator and used a manual ventilator (ambu-style bag) to manually ventilate the pt. Family member reports there was no pt harm except that the nurse or another family member reports that the pt's coloring didn't look good at the time. The saturation ventilator was on battery power at the time that it turned off. Upon return of this unit nmi technical service ran the unit on battery and it reportedly lasted 9 hours and then turned off by itself.